Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed between 2012 to 2013, 24 hours postoperative to open inguinal hernioplasty, 9 patients had wound seroma. 7 days postoperatively, 14 patients had wound seroma or bacterial infections, which were treated by revision/antibiotics. At 1st year postoperatively, 20 patients reported chronic pain. After 2 years chronic pain was reported in 7 patients. Two patients were re-operated on due to the chronic pain, and one patient was re-operated on due to hernia recurrence. At 5th year postoperatively, 14 patients had chronic pain and 4 patients had reoperation due to chronic pain. A feeling of a foreign object was also reported by 30 patients. Recurrent hernia was reported by 16 patients and were reoperated using total extraperitoneal technique. One patient was reoperated to evacuate postoperative hematoma. Magnetic resonance imaging was performed on 6 patients with severe inguinal pain. Temporary analgesics were given to 5 patients with chronic pain.

Manufacturer narrative:
(B)(4). Title: factors predicting chronic pain after open inguinal hernia repair: a regression analysis of randomized trial comparing three different meshes with three fixation methods (finnmesh study). Source: hernia 22: 2018 (813¿818). Date of publication: 4 may 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed, the author reports that mesh fixation may influence the incidence of chronic pain after open anterior mesh repair and the study evaluated 3 different types of mesh. There were 625 patients in the study, and 202 were implanted with mesh. After 1 year, chronic inguinal pain was reported in 20 patients implanted with mesh. After 2 years chronic pain was reported in 7 patients. Two patients were re-operated on due to the chronic pain, and one patient was re-operated on due to hernia recurrence. "Factors predicting chronic pain after open inguinal hernia repair: a regression analysis of randomized trial comparing three different meshes with three fixation methods (finnmesh study)." Received: 4-july-2017/ accepted: 21-april2018/ published: 4-may-2018 © springer-verlag france sas, part of springer nature 2018.